Event description:
It was reported the patient experienced an infection. Additional information reported the patient experienced withdrawal symptoms secondary to the pump and catheter explant. The patient had symptoms of diarrhea, pain, nausea and ¿shakiness.¿ the severity was mild. On (B)(6) 2013, intervention was clonidine 0.1mg patch/week. They increased the fentanyl patch dose on (B)(6) 2013. The clonidine patch was increased to 0.2 mg patch/week on (B)(6) 2013. The etiology was the medication hydromorphone. It was possibly related to the drug. The drug was discontinued. It was related to device or therapy. It was not related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2013. The pump was delivering dilaudid bupivicaine and baclofen. Additional information reported the patient experienced a cerebrospinal fluid (csf) leak with a headache. The severity was mild. On (B)(6) 2013, caffeine tablets were ordered and the patient was instructed to stay hydrated. The etiology was surgery/anesthesia. It was not related to device or therapy. It was related to implant procedure. The outcome was resolved without sequelae on (B)(6) 2013. Additional information reported that on (B)(6) 2013 upon examination/palpation it was noted there was an infection at the pump site. The signs and symptoms were the pump site was red and swollen. The etiology was incisional site/device tract. Intervention was clindamycin 600 mg po q12h x 7 days on (B)(6) 2013. The severity was severe. It resulted in in-patient or prolonged hospitalization. It was not related to device or therapy. It was related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter and sc connector revealed a tear in the seal near the guide ring. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.